Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The patient¿s blood glucose level was unknown at the time of the incident. Customer reported that, the display was solid white. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
The device received stuck in blank-flashing white lcd with audio beeps due to cracked lcd controller on electrical board. Unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. Unable to verify missing segments and partial display due to blank-flashing white lcd. No battery cap received with the device.